Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Found the rotor lost its home. The pin could not be inserted in the alignment hole when the door closed. Manually re-positioned the rotor, invalidated and re-homed the system. System is ready to use. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was notifying the user that the gantry door was open, even though it was closed. The user reportedly had held down the button long enough for the rotor to home. The surgeon opted to complete the procedure without the use of the imaging system, and it was completed successfully with the use of a c-arm. There was a reported delay of 15-20 minutes because of this issue. The patient was not impacted.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. There were about 20 possible encoder failures and position error failures recorded in the log file during the reported event timeframe; these all occurred on the door axis while the door close button was pressed. These errors are indicative of the fact that motion system was trying to drive the door axis past its hardstop. There are couple of reasons why this may have occurred; loss of home or a mechanical impedance during its travel. However, there is no conclusive evidence to indicate one or the other.